Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a stenting procedure in the common and external iliac arteries. Reportedly, using an antigrade puncture, after clip deployment, the groin was sealed nicely. At the end of the case, the tip of the sheath was noted to have been sheared slightly, but remained intact. The physician was not concerned and there was no adverse patient effect. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was fully clip deployed. The exchange sheath was completely slit, but there was shearing noted on the distal end of the sheath. One of the garage leaves was found bent and there was no evidence of shaft carving. A possible cause for the exchange sheath shearing is a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may have caused the sheath to drag along with the tubeset as it was distally advanced. Subsequently, the garage leaves bent and sheared the exchange sheath and this confirmed the reported experience. Based on the investigation findings, the probable cause for the torn exchange sheath is related to operational context in the use of the device. A review of the finished product lot history record was performed and there were no nonconforming material reports that would have contributed to this event. In addition, a query of the complaint handling database was performed and there were no other incidents within this lot reported for torn material. There were no manufacturing or quality deficiencies detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.